Event description:
The customer reported, that the ortho provue analyzer resulted 2 antibody positive samples as negative. Visual inspection of the processed gel cards showed the reactions were positive. Repeat testing in manual gel test confirmed the positive reactivity with both samples. False negative test results can lead to transfusion of incompatible blood. The customer detected the issue, preventing erroneous test results from being released.

Manufacturer narrative:
No definitive cause was determined. The ocd field engineer went to the customer site and reviewed the gel card images for the affected samples. The fe indicated that the reactivity in the microtubes was very weak and could not be observed in the picture. The appropriate adjustments were made to the gel card reader to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair.